Manufacturer narrative:
Alleged failure: surgeon broke (driveshaft) burrs during one case. The failure identified in the investigation is consistent with the complaint record. Based on the visual inspection of the device the probable root cause/s could be device was used under high side load near the proximal end, excessive pressure, such as bending or prying may cause cutters and burs to bend or break and may cause harm to patients. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip of the device broke during surgery. All pieces were retrieved and the surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the device broke during surgery. All pieces were retrieved and the surgery was completed successfully.